Manufacturer narrative:
Based on the analysis of the collected information and photographic evidence provided the root cause of the complained scenario was confirmed as use error. The patient, who was on the bed at the time of event, wanted to adjust the position of the frame using the handset and when the bed movement was activated, the frame was caught by the mast for infusion pump. The backrest actuator is connected with the sub-frame at one end (near the place where it bent the sub-frame downwards) and the backrest section at the other end. The extent of damages shows that despite the fact that movement was stopped by the obstacle, the patient most likely continued to press the handset button. This action caused that the backrest actuator bent the frame, while trying to expand, and as a result came into contact with the part of the frame, splitting the actuator cover. When the actuator continued to push the backrest despite the movement being blocked by the mast, the hinges and the backrest damper cracked as a result of being exposed to excessive tension, leading to collapse of the backrest section. The instructions for use (IFU) for enterprise 8000x bed (746-585-en) includes the following information relevant to the subject of this investigation: - "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement." Arjo device failed to meet its performance specification since the hinges broke and the backrest collapsed. The device was used for a patient treatment when the failure occurred. This complaint is deemed reportable due to allegation of backrest sudden lowering as a consequence of hinge failure during use with the patient.

Event description:
Following the information provided, during service visit to a different device the service technician has been asked for a repair as the bed "collapsed and something broke". On site the service technician noticed damaged backrest actuator, head stabilizers, head hinges and bent frame. The bed was not possible to be repaired since the main frame structure was affected. The customer was advised to scrap the bed. According to the information provided, the patient was adjusting the bed position when the bed was caught by an infusion pump mast and a crack was heard. There was no impact to the patient.